Event description:
The customer is concerned with erratic patient results being generated with the architect c8000 creatinine assay. The customer gave an example of an initial result of 103 umol/l that retested at 68 umol/l. The customer tested the sample on a second chemistry analyzer and generated a result close to 68 umol/l. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
The following troubleshooting was performed on the instrument by the customer and abbott personnel: water pressure to the system checked, washed and bleached the wash cups, calibrated reagent and sample probes, decontaminated all cuvettes and the water bath, cleaned the mixers and wash cups, cleaned the wash unit and changed the dryer tip, performed quarterly maintenance, adjusted water flow as wash cup 1 was not delivering the same volume as wash cup 2 and, adjusted water flow to mixers. The customer states that the controls recovered within acceptable ranges. The laboratory staff reran 200 patient samples previously reported, recovering comparable results to the original results. The text also indicates that patient results had shifted upward by about 10 points but upon completing the above troubleshooting they noted that the results are now more as expected. This complaint is currently under investigation. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. End of report.